Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.the 6949 lead is part of the advisory for this model.

Event description:
It was reported that noise was present on the right ventricular pace/sense lead which caused pacing to be inhibited. The physician thought there may be a potential header/setscrew issue with the device. The device was replaced and the lead remains in use. No patient complications have been reported as a result of this event.